Manufacturer narrative:
(B)(4). A review of the complaint device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests. No anomaly was found. These tests include a 100% visual inspection of the graft. The investigation is still ongoing, the involved graft was returned for evaluation. A follow up report will be sent upon completion of the investigation.

Event description:
The hospital reported that before using, while opening the package, the graft was found damaged at one end. A new graft was used for the procedure.

Manufacturer narrative:
((B)(4)) the product was received without any packaging component. The visual inspection of the product performed by the quality assurance supervisor indicated that the device presents a cutting defect in one end. Therefore, the product as it was received, does not conform to the specification. A non conforming report has been initiated in order to investigate the event root cause and take corrective actions, if appropriate. Upon investigation, it appears that the cutting may not have been made during a manufacturing step. Therefore, the issue is highly probably due to a use error.